Event description:
It was reported that the patient had frequent ipg charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as the rep was not able to retrieve the explanted battery.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.